Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 17mmol/l. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, off no power, and low battery alarms. The manual prime test was performed and the insulin did exit. The high pressure test was performed and the test failed twice. It was stated that the insulin pump alarmed motor error. Assisted the caller to complete the displacement test and passed. No further information was provided.